Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) and six shocks, and electrogram (egm) was requested to determine whether the arrhythmia was atrial driven. The quick charge atp was unsuccessful, the rhythm converted on the sixth shock. Rv conduction was highly irregular, and it was unclear whether there was true ventricular tachycardia (vt) with atrial fibrillation (af), or af with rvr. There were two atrial tachy response (atr) episodes that overlapped with the reviewed ventricular episode. The presenting egm showed as rvp, and all charge times and delivered shock impedance measurements were within range. All shocks were in the initial polarity and in the ventricular fibrillation (vf) zone. Additionally, threshold measurements on all channels were less than 1 v. This crt-d remains in service. No additional adverse patient effects were reported.